Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the handle hung after the first clip was installed. Another device was used. The operating time was also increased.